Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. After the completion of the external beam radiation treatment, the patient developed a peri-rectal abscess. The patient was extremely uncomfortable and also developed a rash on his glute. As a result, the patient went to the hospital, and was treated with antibiotics. As per the physician's assessment, the patient's symptoms were attributed to a potential infection, and it remained uncertain whether the device played a role in the reported symptoms. The patient was reported to be fully recovered.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Block h11. Block d4 has been corrected.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code (B)(6) is being used to capture the reportable event of abscess. Patient code (B)(6) is being used to capture the reportable event of unspecified infection.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. After the completion of the external beam radiation treatment, the patient developed a peri-rectal abscess. The patient was extremely uncomfortable and also developed a rash on his glute. As a result, the patient went to the hospital, and was treated with antibiotics. As per the physician's assessment, the patient's symptoms were attributed to a potential infection, and it remained uncertain whether the device played a role in the reported symptoms. The patient was reported to be fully recovered.